Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderate to heavy calcified anterior tibial artery. The hi-torque balance middleweight universal ii guide wire was placed in the vessel and an unspecified balloon was used for support. During removal of the balloon the guide wire separated 30-40cm from the distal tip and the separated portion was seen in the patient. The detached separated portion was removed via snare. Another device was used to successfully complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported material too soft / flexible could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. It was reported that the wire required stabilization during use (material too soft / flexible). In this case, analysis of the returned wire noted a kink on the nitinol core. A kink in the core could impact a wires maneuverability within the anatomy, possibly contributing to the reported stabilization issue. Additionally, a kink on the core would impact a balloon catheters clearance when moving over the wire, contributing to an interaction between the devices. It was reported that an interaction between the wire and catheter resulted in a wire separation. Analysis confirmed the separation at the hypotube. The separation face was jagged and angular, suggesting the wire was manipulated at a kink or bend. There is no indication of a product quality issue with respect to manufacture, design, or labeling.